Event description:
The consumer reported their thermometer was given false negative readings on their son. The device allegedly read 4 degrees lower than the patients' actual temperature. The child was brought to the hospital, where it was confirmed that they had a fever along with a double ear infection and bronchiolitis. There were no complications from this incident, and the patient is doing fine now.